Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit was tested and inspected and worn out contact pins were found inside the video connector, resulting in a flickering image when test scope were manipulated.

Event description:
Olympus received a report from the user facility that the video connector receptacle was worn. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that due to the age of the device, the failure occurred dur to deterioration associated with long term use or that the user attempted to pull out the video connector without lowering the unlocking lever, or excessive force was applied to the locking lever or video connector, resulting in the wear of the video connector socket and instability of the electric contact point between the scope and the endoscope. As stated in the instructions for use, as a preventive measure, "do not touch the electrical contacts inside the video system center's connectors. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."